Manufacturer narrative:
510 k#/PMA: p050017/s002 and s003. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Device wouldn¿t track over wire to desired location. Then it did not fit through a 071 ID bench top catheter. No patient impact reported.

Manufacturer narrative:
Device evaluation: (B)(4) unit of lot c2270691 of ziv5-18-125-8-80 was returned opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on (B)(6) 2025. Observations from the lab evaluation were as follows. Red safety tab returned in place. Handle in pre-deployment position biological matter noted on tip of device. No other issues noted. Device flushes with no issue. 0.018 inch wire guide passes through device without issue. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: there is evidence to suggest that the customer did not follow the instructions for use. Abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. As per the instructions for use, ifu0043 which informs the user about indications for use "the zilver vascular stent is intended for use as an adjunct to percutaneous transluminal angioplasty (pta) in the treatment of symptomatic vascular disease of the iliac arteries up to 100mm in length with a reference vessel diameter of 5 to 9mm. Patients should be suitable candidates for pta and/or stent treatment¿. As per medical advisor using the ziv in the venous sinus is an off-label/abnormal use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could be attributed to abnormal use. As per medical advisor using the ziv in the venous sinus is an off-label/abnormal use. It is possible that abnormal use of device may have caused the issue reported, it is unknown how the device will function outside of its intended use. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 15-jul-2025.